Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing were carried out. Upon visual inspection battery compartment was damaged, battery door was missing, and uso seal was delaminated. Upon functional testing through downstream occlusion test the dso was found to be defective. Events history log was reviewed; a high alarm displayed cassette not attached properly. Service history was reviewed and no previous repairs noted in the last 12 months. The reported event was confirmed through downstream occlusion test. The cause of the reported issue was defective downstream occlusion sensor (dso) sensor. Battery compartment, battery door, and upstream occlusion sensor (uso) seal need replacement.

Event description:
It was found during investigation of a returned pump that the downstream occlusion sensor was defective. Additionally, it was reported that during testing the pump displayed a cassette not attached error. There was no patient involvement and no harm / adverse event reported.